Event description:
It was reported that medical attention was sought on (B)(6) 2017 due to the end user's prodigy diabetes meter was not working properly and she continuously received higher than normal readings. The end user felt weak and nervous. She tested her blood glucose 3 times and after taking insulin she still experienced high readings. The paramedics were called and performed a blood glucose test with their meter and the result was 184 mg/dl. No treatment was administered and no further actions were performed. No additional details were provided in relations to this medical event.